Manufacturer narrative:
The investigation of this report is currently ongoing. (B)(4).

Event description:
It was reported a 25mm gore cardioform septal occluder was implanted to close a patent foramen ovale on (B)(6) 2015. Transesophageal imaging performed on (B)(6) 2015 showed thrombi on the left side, and the patient continued with medical treatment (plavix replaced with clexane). Imaging performed (B)(6) 2015 showed the thrombi on the left side were getting larger, and a thrombus formation was seen on the right side. The device was explanted.

Manufacturer narrative:
Corrected data: (B)(6) 2015. A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. Transesophageal images were received for review. These images (70 days post-implant) show at least two large thrombi on the left atrial side of an implanted gore cardioform septal occluder. A device evaluation is in progress. The exact date of explant is unknown; however, the surgery was reported to take place the week of (B)(6) 2015, so this same date will be used as the explant date.

Manufacturer narrative:
Results code: the explanted 25mm gore cardioform septal occluder was returned to gore for evaluation. Submitted in formalin was the device, which had been bisected prior to arrival into left and right disc fragments, and two free floating tissue masses. Histopathological examination of the two free floating tissue specimens was performed. The two free floating masses consisted of compacted fibrin thrombus with ongoing organization by collagenous tissue. Within the thrombus were numerous intact and degenerate leukocytes consistent with an active inflammatory process. Histological examination consisted of two specimens of the device, one from each disc on the atrial surface. The sections of eptfe biomaterial were associated with a neutrophilic infiltrate and proteinaceous coagulum. There was no evidence of endothelialization. Gram stains were negative for bacteria. The remaining device fragments were subjected to an enzymatic digestion process to remove biologic debris. Nine stent frame discontinuities were observed. Seven of the wire discontinuities are consistent with sharp surgical instruments used at the time of explant. Two wire discontinuities were subjected to metallurgical analysis and are consistent with fracture due to cyclic fatigue loading.